Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the implant. After the pocket was closed, noise was observed during pocket manipulation and arm movement. The pocket was reopened. Sensing was lost when the physician tried to push the lead in. The device and the lead were disconnected and reconnected again. The issue was resolved. The patient was stable.